Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq elite ultrasound system. The issue was found outside of patient use. There was no patient or user harm. Philips has started an investigation and upon completion, a follow up report will be submitted.